Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. No phone number provided. The manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. The pse replaced the unit's front bezel to resolve the reported issue. Pse also replaced as part of preventative maintenance the unit's blower assembly, batter, cooling fan, oxygen inlet filter, tubing kit, air inlet filter and cooling fan filter. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit's nav-ring was faulty. The customer reported there was no patient involvement. Event date not specified; estimate used.